Event description:
The hcp reported that the patient was experiencing poor control of spasticity and a volume discrepancy was noted at pump refill. The expected reservoir volume was 4.9 ml; actual reservoir volume was 15 ml. The pump contained lioresal. The patient was prescribed oral baclofen and zanaflex. A side port dye study and a rotor study were performed on revealing that the catheter was patent, but the rotor had stalled. The hcp reported that there were "no overt signs of withdrawal, although patient retrospectively recalls episode of nausea, vomiting, itching and delerium a month before. The patient lives 1.5 hours away from our clinic. We rely on home infusion staff for accurate and timely assessment of tome and withdrawal symptoms." The patient is scheduled for pump replacement. Final patient outcome was not reported.